Event description:
The customer's pump had an alarm. Explained that batteries should be stored at room temperature. Ensured the batteries are placed correctly. The battery test did not pass. The batteries were changed and inserted; the screen went blank and has not come back on. During the call the customer was hospitalized for high bgs with traces of ketones. According to the nurse, notes indicate that their friend found the customer unresponsive. At that time the customer was given glucose and paramedics were called. The paramedics stayed with the customer until customer was stabilized. It was unk if glucagon was given to the customer at that time. Later the customer was admitted to the hospital. The customer was disconnected from the pump. Later the customer's bgs dropped down. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and insulin exited.